Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the balloon burst during amplatz sheath introduction. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block h2: additional information: block d4. Block h6: device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned nephromax device was analyzed and a visual examination noted that the balloon was not folded which indicates that the device was subjected to positive pressure. Additionally, a longitudinal tear was identified that measured 21mm in length and extended from a position 13mm proximal of the distal markerband to 6mm distal of the distal markerband. A visual and tactile analysis was performed to the tip of the device and no damage was observed. No other issues were found with the shaft and the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. A labeling review was performed and, instruction for use (IFU) states for catheter insertion: prior to insertion, the renal sheath should be placed over the balloon and positioned proximal to the balloon. Remove the protective folding tool from balloon. Introduce the catheter carefully over a 0.038 in (0.97 mm) guidewire and position in the tract to be dilated. When the balloon has been positioned, the balloon can be inflated by means of an inflation device or syringe, such as a 20 ml (20 cc) inflator with pressure gauge. It is recommended that a pressure gauge be used to lessen the possibility of exceeding recommended operation pressures listed on the label. Caution: if resistance is encountered during advancement of the guidewire or the balloon catheter, stop. Do not continue without first determining the cause of resistance and taking remedial action. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation results, it is possible that the user did not decrease the pressure in the inflated balloon to facilitate passage of the sheath as it states in the IFU during catheter insertion, which would have contributed to the balloon rupture. Therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the balloon burst during amplatz sheath introduction. The procedure was completed with another of the same device with no patient complications.